Event description:
It was reported during an atrial fibrillation ablation procedure, after mapping the pulmonary veins and left atrium, the pt developed a pericardial effusion. The cause of the tamponade was unclear.

Manufacturer narrative:
The device was not returned for evaluation. Review of the device history records was not possible as the lot number is unk. The cause for the reported effusion remains unk. (B)(4).